Manufacturer narrative:
One cadd solis hpca pump was received in good physical condition. The event log was reviewed and there was no conclusive evidence to support the "failed accuracy test" complaint. An accuracy test was conducted and the reported issue was not replicated. Testing to service and repair standard gave results of +1.49, -1.82% and +0.12%. These are all within the internal spec of +/- 3% and well within published customer spec of +/- 6%. The reported issue was attributed to the device user. The pump will undergo preventative maintenance.

Event description:
Information was received that this smiths medical cadd solis hpca pump "failed accuracy". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.